Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device restarted on its own and is now working normally. This event was reported to have occurred during patient use. The patient was moved to an alternate vent. There was no delay to therapy nor patient harm noted. No medical intervention was needed. The philips field service engineer (fse) evaluated the device. The reported issue was not duplicated. The event log revealed that " check vent: ventilator restarted due to anomalies detected during operation." (Diagnosis code 1101) has been recorded. Following the evaluation of the device, the fse reinstalled the software as a preventive measure. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.